Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section 1.2 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue with the abbott diabetes care (adc) device. The customer reported experiencing symptoms of swelling, redness, and infection at the adc device insertion site. The customer further reported being able to self-treat with fusidin (fusidic acid-topical antibiotic). There was no third-party medical intervention reported. There was no report of death or permanent impairment associated with this event.